Event description:
It was reported that this system with a right ventricular (rv) lead and right atrial (ra) lead haven been showing a gradual rise in pacing impedances over the past months. The impedances were still within normal limits for both leads. If nothing changes, it was recommended to continue observation. Additional information has been received from the field mentioning that the ra lead impedances have increased to high, out of range measurements. The rv and ra leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.